Manufacturer narrative:
The complaint was initially assessed as a reportable event. Review of the event details and results of the investigation confirmed that a reportable event had not occurred.

Event description:
It was reported that the winged infusion set was leaking by the yellow piece. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the winged infusion set was leaking by the yellow piece. No other information was provided.